Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(6), product type recharger; product ID 3550-39, lot # n299929, implanted: (B)(6) 2011, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient was receiving shocking yesterday. The reporter stated that both the recharger and patient programmer were not working. The reporter further stated that the patient had major surgery on the day of this report with several radiation treatments at the same time. It was noted the patient was able to get the recharger working. It was further noted the patient¿s implantable neurostimulator (ins) was ¿super low¿ and was on the first quartile. It was noted the patient did a short physician mode recharge (pmr) to see if the shocking stopped, but it did not. The reporter stated they confirmed the ins was off using the recharger. The reporter further stated the shocking may not be coming from the ins. It was noted the manufacturing representative was on their way to the hospital to meet with the patient. Additional information received reported the ins was completely off. It was noted the manufacturing representative started charging the ins so they could turn the ins on. It was further noted the recharger and patient programmer were working. The reporter stated the patient was having muscle spasms in their legs. The reporter further stated that they were going to get the system running and if they needed further help the patient would contact them. Additional information received reported the patient¿s muscle spasms were not from the patient¿s system. The reporter stated the patient had a big colon surgery a couple days before this accident that triggered these spasms.